Event description:
Dealer stated that the footrest on the right side does not latch now, but did when the chair was first received.

Manufacturer narrative:
Please note, MDR 9616091-2013-00781 was inadvertently submitted under the incorrect manufacturer registration number. The correct manufacturer registration number is 1531186.